Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the motor device pawls and shaft driven pawls were damaged causing the device to overheat and not to hold the cutter securely. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the motor device has an unknown malfunction. During service and evaluation, it was determined that the device was heating up, the cutter would not secure into the locking mechanism, and the red indicator was missing from the muffler tube. It was further determined that the device failed pretest for muffler tube verification, cutter lock assessment, and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.